Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure,lens was explanted at secondary procedure due to patient experienced poor quality of vision. The clinical reason was reported to be patient not satisfied with quality of edof (extended depth of focus) lens. The iol was replaced with monofocal lens approximately two months after initial procedure. Additional information was requested.

Manufacturer narrative:
The lens was returned in a specimen cup. Solution was dried on the lens. Both haptics were broken/cut from the optic (only one haptic was returned for evaluation). The optic was cut into multiple small pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicated the use of qualified associated products. The product investigation could not identify a root cause. Power and resolution testing could not be conducted due to the extensive optic damage. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company lens 21.0 diopter (add power +2.2/+3.2) lens was replaced with an unspecified monofocal lens. Due diligence has been performed in an attempt to obtain further information on this event. No further information has been provided. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).